Event description:
It was reported, 3fr provena PICC, the microintroducer buckled in on itself. "I made a small nick, then took the white internal piece of the dialator to pre-dialate because I always have issues with the 3 fr ones. I put the two pieces back together to dialate again and it buckled back on itself."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.